Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated, and the reported entrapment of device and device damaged by another device appears to be related to user technique/procedural circumstances. The patient effect of foreign body in patient is related to procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling. The other mitraclip referenced is submitted under a separate manufacturer report number.

Event description:
This is filed for clip entanglement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ with a large posterior flail and p2 prolapse. A mitraclip xtr (90608u279) was implanted on the lateral side of the flail, reducing mr to 3. A mitraclip ntr (90822u131) was advanced, however during advancement the clip immediately became entangled in the flail/subvalvular apparatus. The clip was attempted to be removed from the left ventricle, when the clip changed the orientation of the first clip by 45 degrees on the valve. The mitraclip ntr was implanted lateral to the first clip. The free edge of both leaflets were inside the clip but also likely had chordae in the clip as well. A third mitraclip was implanted lateral to the second clip, reducing mr to 1-2. On (B)(6) 2020, a transthoracic echocardiogram showed that all three clips remain stable on the valve and mr was further reduced to trace. No additional information was provided.